Manufacturer narrative:
This ipg serial number was included in a field advisory and a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-04305. It was reported, the pt was experiencing ipg pocket heating after an hour of recharging. The pt reported, he uses the charging system one day per week. A replacement charging system was sent to the pt. Follow up identified the pt's issue was resolved with the use of the replacement charging system.